Manufacturer narrative:
Additional manufacturer narrative: updated (section b.3: (B)(6) 2019 incident. Section d.6b: (B)(6) 2025 explant yr).

Manufacturer narrative:
The provided documentation supports that this patient has experienced allergy-related symptoms and swelling of the of the knee it was reported that the patient has been experiencing this reaction for more than 6 years. Mpo received clinical documentation in czech with reported allergies that were identified from lab tests. Some of the allergies are associated with nature and medicine, with others associated with compounds. This patient was implanted with cobalt-chromium alloy implants for the femur and tibial base, and a polyethylene bearing for the tibial insert. These implants undergo cleaning and sterilization operations that have been validated to result in endotoxin and test of sterility that meet the necessary standards for acceptability. As documented in the mpo knee systems package insert, document reference (B)(4), swelling and inflammation is a known possible risk of any surgical procedure, including total knee arthroplasty. Mpo is unable to draw conclusions with the reported allergic complications and the mpo implants. Review of all quality documentation associated with the subject manufacturing lots shows that all products met the established acceptance criteria, and mpo has not received any other complaint reports for the subject manufacturing lots. Based on the available information, mpo is unable to provide conclusions regarding the potential of production contribution to the reported complications. Furthermore, mpo has not identified any trends for allergic reactions and associated swelling or inflammation for these product families. Mpo will continue to monitor for this complaint type through complaint tracking.

Event description:
Allegedly, pain mainly at night, itching when falling asleep and at night, constant swelling of the knee, although less than two years ago. Some allergies were detected during the operation: dust, pollen, chloramphenicol, penicillin intolerance, and aspirin intolerance. Allergies detected in tests performed for constant pain and swelling of the knee (B)(6) 2025: potassium dichromate, 2-bromo-2-nitropop. 1.3, isopropylphenol, paraphenylenediamine, lanolin, propolis. Patient suffered this reaction 6 years. The surgical procedure is unclear.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.